Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a inadequate iodine was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6), 2011. The customer reported an entire box of caps were dry in the box that they opened. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated the minicaps had sponges that were dried out. The hp stated they had several minicaps that were dried out when they removed them from the undamaged box. The hp stated the minicaps were stored at room temperature. The hp stated they did not use these minicaps and just continued therapy with a different minicap. The hp stated they did not have any injury or medical intervention associated with this incident.